Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system 5max ace reperfusion catheter (5max ace). It should be noted that the patient¿s anatomy was very tortuous. During the procedure, the physician attempted to advance the 5max ace into the target vessel through the neuron max, but felt resistance. The physician then noticed that the neuron max had become bent. As a result, the 5max ace had stretched and collapsed. Therefore, the physician removed both the neuron max and the 5max ace. Resistance was experienced while retracting the devices for removal. The procedure was completed using a new guide catheter and a new reperfusion catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max was kinked at approximately 3.0 cm, 15.0 cm and 78.0 cm from the hub. During functional testing it was noted that the 0.088¿ mandrel could not advance through the catheter and it was stopped at the first kink from the hub. Conclusion: evaluation of the returned neuron max revealed a kink on its distal shaft. If the device is forcefully advanced into the reported tortuous patient anatomy the device may become kinked. Further investigation revealed additional kinks on the catheter proximal shaft. These damages were likely incidental to reported complaint and may occur during packaging for return to penumbra. Evaluation of the returned 5maxace revealed a stretching on its distal shaft. This damage is typically a result of forcefully retracting the device against resistance. The resistance was likely caused by the distal kink on the returned neuron max. If neuron max was kinked, the 5maxace could be pinned within the kinked neuron max. Subsequently retracting the pinned 5maxace likely resulted in the device becoming stretched. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02389.